Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that the customer complaint about flow difference. As a result, the device was removed. No other details are available.